Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that: "when opening box (implant) noticed broken edge of plastic container to ensure sterility implants second barrier needed to be opened by nurse."